Event description:
It was reported that the patient's stimulation felt as though it was off and on. The problem began following a fall down 4-5 carpeted stairs. The patient had an appointment to be checked and adjusted by their doctor and the manufacturer representative on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 355031, lot# n194205, implanted: (B)(6) 2009. Product type: screening device. (B)(4).